Manufacturer narrative:
The customer reported complaint was confirmed through review of the platform's archive data, however was not replicated during functional testing. Based on the information reported and the archive review, the cause of the reported complaint possibly caused by the patient not oriented on the autopulse platform correctly and the lifeband was out of position. Per the autopulse user advisory guide, user advisory error messages are designed into the platform when one of several conditions is detected. Ua2 error message occurs when the autopulse® has detected a change in life-band tension. This advisory can happen when one side of the lifeband is twisted and became jammed in the roller/skirt area or if the lifeband is opened during active operation. Ua7 error message occurs when the patient not oriented on the autopulse platform correctly or the patient has shifted. Functional testing was performed; the autopulse platform passed functional tests without exhibiting any faults or errors of ua2 and ua7, indicating that the user was able to clear the error messages. Further investigation was performed and found (unrelated to the reported complaint) the drive shaft was not rotated smoothly. To resolve the drive shaft stiffness, the clutch plate was deburred. Load cell characterization testing was performed and confirmed that both load cell modules are functioning within the specification. Run in test was performed with the 95% patient test fixture (lrtf) with a good known test battery until discharged without any fault or error. The autopulse platform has passed all the testing and meets all required specifications. Review of the archive data revealed multiple user advisories (ua) 2 (compression tracking error) and (ua) 7 (discrepancy between load1 and load2 too large) error messages occurred on the reported date of event (B)(6) 2016. The user advisories ua 2 and ua7 error messages were attributed to the reported complaint; thus confirming the reported complaint. A visual inspection of the returned platform was performed and found the encoder drive shaft was not rotated smoothly. The autopulse platform is a reusable device and was manufactured on 09/18/2014. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform (serial # (B)(4)).

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that the autopulse platform (serial # (B)(4)) was used on patient weighing about (B)(6) lbs. During active operation, the autopulse platform performed 2 or 3 compressions and then stopped. No error message was noted. The platform was restarted multiple times but the error message could not be cleared. The use of autopulse platform was aborted and the crew reverted to manual CPR until the patient was transferred to the hospital. It was unknown if return of spontaneous circulation (rosc) was attained. Multiple attempts were made to contact the reporter to obtain additional information; however, were unsuccessful. No other patient information was provided.